Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and found a defective buffer valve and fungal contamination within the reference line tubing. The fse replaced the buffer valve, decontaminated the tubing and thoroughly cleaned the ise module to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results for sodium and potassium on their dxc 700 au chemistry analyzer and were not reported outside the laboratory. The sample was re-analyzed with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.